Manufacturer narrative:
Device remains implanted in patient. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Surgeon implanted shell and thought he had the ceramic liner in place. He subsequently realized the liner was not placed correctly and attempted to get it out, moving the cup in the process. Surgeon then used the cup repositioners and re-placed the cup, placed screw and re-inserted the liner.